Event description:
The customer reported that a regulator failure error code displayed on the system. No pt injury was reported.

Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when she attempted, was unable to use the aviva system due to error within specifications. The device error was caused by the customer attempting to use expired strips. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer had disconnected to obtain medical treatment. Attempts were made to reach the customer later, but were not successful.